Event description:
The customer stated that a false positive alinity I stat high sensitive troponin-I result of 48.2 ng/l was generated for a patient (B)(6) on (B)(6) 2023. The sample retested negative at <5.0 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive alinity I stat high sensitive troponin-I result of 48.2 ng/l was generated for a patient (sid (B)(6)) on may 10, 2023. The sample retested negative at <5.0 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the module and determined the sample probe and pressure monitoring sensor were the likely causes for the false positive result. The parts were replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.